Manufacturer narrative:
The customer reported that it's unknown if the unit was in use on a patient, but there was no patient harm reported.

Event description:
The customer reported that the unit has a blower temp high error. The customer contacted product support and stated that the unit has check vent note attached and no further info. The unit has a blower temp high message on the screen and verified code 1122 in the error log. The unit alarmed as required. The product support recommended the customer replace the blower assy. To correct the issue. The customer reported that it's unknown if the unit was in use on a patient, but there was no patient harm reported.

Manufacturer narrative:
Per the hospital clinical engineering, the issue was discovered during set-up for patient use. The third party biomed point core replaced the blower to address the reported issue. The blower was scrapped by the biomed.